Event description:
Pt had 2nd degree burns during right shoulder surgery. Generator, ablation electrode, and return electrode were used during the surgery. The return electrode pad (conmed) was located on the right ankle. The pt's burn was located at the pad sight. Generator settings are unk. The burn was not noticed until the procedure was completed and the pt was undraped.

Manufacturer narrative:
Could not duplicate the events that may have caused the reported complaint. The generator was tested and was found to meet or exceed all requirements per the generator test procedure.